Event description:
Suture eyelet broke (x2) after the knot had been tied. The surgery was delayed over 30 minutes but no adverse consequences were reported as a result of event. This device is used for treatment.